Manufacturer narrative:
Batch review performed on 21 january 2022. Lot 177398: (B)(4) items manufactured and released on 06-mar-2018. Expiration date: 2023-02-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability due to laxity. The surgeon revised the 13mm poly with a 17mm poly 3 years and 5 months after primary. The surgery was completed successfully.